Event description:
Voluntary medwatch # (B)(4). It was reported that a hole in the catheter was noted. A 135cm 20 renegade hi-flo fathom system was selected for a bilateral uterine artery embolization. It was noted that the catheter has a hole prior to use. No patient complications reported. No patient harm occurred.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).